Manufacturer narrative:
The events of wound problems and asymmetry are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: wound problems; asymmetry clarification to h6: health effect - clinical code e2402 captures both wound problems and asymmetry

Event description:
Healthcare professional via nbir reported "wound problems" and "correction of asymmetry". This record is for the left side. Device is explanted and replaced.